Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of handle break. Block h10: visual inspection of the returned device found the handle cannula was detached from the handle and was moved out from inside of the coil. In order to inspect the handle cannula, it was removed from the coil, and the dimples were visible and properly located on the handle cannula. Drag marks were present from the proximal and distal screw toward the proximal end, as the cannula has been forcibly pulled out from the set screws. During the evaluation, the handle label was removed exposing the set screws which were found to be present in the handle assembly. Additionally, the pull wire was found kinked in different sections. The basket wires and tip did not present any visual damage or abnormalities. The tip is still attached to the basket wires assembly. The distal and proximal screw depth were measured and found to be within specification. Based on all available information, the investigation concluded that it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device's performance and integrity. Handling and manipulation of the device during its use could lead to the handle cannula pulling out from the finger ring. Drag marks in the handle cannula indicates that force was applied to the handle, resulting in the handle cannula detaching and the pull wire kinking. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) stone removal procedure performed on may 11, 2020. According to the complainant, during the procedure, the handle of the trapezoid basket broke upon attempting to manually crush a 15mm stone. The papilla was dilated with a cre balloon up to 12mm and the basket with the stone was pulled out with great force. The stone was released from the basket in the duodenum. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) stone removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle of the trapezoid basket broke upon attempting to manually crush a 15mm stone. The papilla was dilated with a cre balloon up to 12mm and the basket with the stone was pulled out with great force. The stone was released from the basket in the duodenum. There were no patient complications as a result of this event.